Event description:
Medtronic received information that damage (physical or cosmetic), no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.10e. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked/no delivery alarm noted. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, serial number label fading and cracked select button keypad overlay.